Event description:
Cna was hooking the resident up to stand. She stood up the resident in the stand and tried to pull it back, but the stand was stuck. The wheels would not roll back. She had to push the stand forward and pull it back again. At this point, the resident was not over wheelchair and the stand arm lowered down on its own. The resident was too low to put back in the wheelchair, so 3 staff had to disconnect her from the stand and lower her to the floor.